Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the patient experienced involuntary whole body jerks. The symptoms started saturday night as the patient was getting ready for bed. There were no falls or trauma.